Manufacturer narrative:
The customer indicated all qc results were on the 'peer mean.' It was noted that the centrifugation time was too short. It was noted that the voltage was low and the humidity was 24% lower than specifications as well. The field service engineer adjusted the voltage. A qc and calibration tests were run with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys troponin t stat assay results from the cobas 6000 e 601 module. The initial result was 0.041 ng/ml and the repeat using a different 601 cobas was 0.014 ng/ml. The repeat results were believed to be correct. The questionable result was not reported outside the laboratory. The reagent lot number is 40966901 and expiration date is 30-jun-2020.